Event description:
Hill-rom received a report from the account stating the brakes were no holding. The bed was located in the bed shop at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brakes not holding. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot and casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006 to 2011 and 2013 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake linkage, screws and cross shaft to resolve the issue. Based on this info, no further action is required.